Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier got stuck on the cystic duct during clip application. The handle was stuck shut and would not release. The surgeon was able to get the applier to release and there was no harm to the patient. The patient's condition was reported as fine.